Event description:
In 2005 the nurse found the patient agitated and removing ECG leads and pulling on catheter. Due to the manipulation of the catheter, the tip broke off leaving a fragment of it in the patient. An x-ray was performed which confirmed that the catheter tip was in the patient's forearm. The chief medical officer discussed the cause with a vascular surgeon who advised not to remove the catheter.